Event description:
A malfunction was reported on the customer's pump with a malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use an alternate form of insulin delivery and tandem technical support sent a replacement pump. Instructions for storage mode and returning the defective pump were provided, and the customer understood and acknowledged these instructions.